Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), no capture was observed post-tether cutting. It was noted that clots were observed on the delivery system and in the introducer. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.